Manufacturer narrative:
Silvestre, a., lopez, r., almeida, f., renovell, p., arguelles, f., & vaamonde, o. (2013). Extensor mechanism complications after patellar resurfacing in knee replacement ¿ can they justify non-patellar resurfacing? Arthroplasty - update. Doi:10.5772/53382 root cause could not be determined, conditions are addressed in the package insert. Part and lot identification necessary for review of device history records and complaint history was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "extensor mechanism complications after patellar resurfacing in knee replacement - can they justify non-patellar resurfacing?" Four (4) patients with patellar tendon ruptures ¿ mostly related to knees with previous surgery as valgus osteotomy. There has been no further information provided and the patient outcome is unknown.